Event description:
The patient reported she experiences pain at her ipg pocket site. The patient stated the pain is felt when stimulation is both on and off. Patient denies falls, states she had not hit the site on anything and the area is not red. Patient is to consult with a physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.